Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device service light was on after unexpected rebooting. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device service light was on after unexpected rebooting. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs,proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined a thermally sensitive integrated circuit designator u61 was the cause of the reported issue.